Manufacturer narrative:
An event regarding instability involving an unknown tritanium shell was reported. The event was confirmed. Device evaluation and results: the device was not returned therefore, functional and dimensional inspection could not be performed. An image of the device was provided and it looks intact. Review of the clinician indicated "photographs of the retrieved acetabular shell did not demonstrate any appreciable areas of bony attachment". Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "limited information is available to complete this assessment. Patient apparently had a uncomplicated press fit tha that initially performed well. However, two and half years after implantation a revision of this tha was required due to lack of acetabular fixation. Photographs of the retrieved acetabular shell did not demonstrate any appreciable areas of bony attachment. This suggests a lack of primary bony fixation and that the initial stability was through fibrous attachment. Potential causes of this are multifactorial. Further documentation that would aid in establishing causation would include: operative reports surgical implant records from the surgeries. Pre and post op xrays from the index and revision surgeries outpatient office/clinic notes implant retrieval no information is provided that would indicate an implant or manufacturing defect." Conclusions: the exact cause of the reported event could not be determined because insufficient information was provided. Further information such as operative reports, surgical implant records from the surgeries, pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes, and implant retrieval are needed to complete the investigation for determining root cause. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported, "patient did well for more than 2.5 years, suggesting very good initial stability of the cup, but a total failure of ingrowth despite this excellent early fixation."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported, "patient did well for more than 2.5 years, suggesting very good initial stability of the cup, but a total failure of ingrowth despite this excellent early fixation."